Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
New information received on (B)(6)2021 indicating that the patient fell, passed out, and had fractured vertebrae one week prior to presenting to emergency room.

Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented to the emergency room with bradycardia. It was noted that the pacemaker was unable to be interrogated and did not respond to the magnet. It was also noted that the device was not producing low voltage output and appeared to be non-functioning. It was unknown why the device was non-functioning. The patient was intubated and paced externally. The device was explanted and replaced. The patient was stable post procedure.